Event description:
It was reported that the ventricular lead exhibited loss of capture, due to being dislodged. The lead would be repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.